Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5159349-1.

Event description:
Subsequent to the initial MDR, a correction was added on 10/02/2024, a voluntary mw5159349-1 was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. It has been reported that readings were over 33.5% off. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a same in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.